Event description:
Customer reported that the belt clip had broken. The blood glucose reading was 130 mg/dl. She also reported that there had been a hospitalization but that she was not wearing the insulin pump at the time. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.